Event description:
A doctor alleged that since (B)(6) 2014, a total of fifteen (15) patients had experienced root canal re-treatment due to root canal failures after endodontic treatment with realseal. This is the thirteenth of fifteen (15) reports.

Manufacturer narrative:
Although the doctor identified nineteen (19) different lots associated with the root canal failures, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4813285, ge1112880, 148619, ge11121126, ge13070814, ge1106545, 179384, 196520, 190941, ge12081293, ge1208757, 171566, 179385, 190789, ge1208623, ge12021218, 121345101, 081349289, and 011111998. The patient had experienced the retreatment of a failed realseal root canal. The initial treatment date was not provided; however, the patient's final root canal retreatment had been completed on (B)(6) 2014. The doctor had removed a black substance from the canal and then filled it with calcium hydroxide for treatment. The patient had returned for a routine cleaning appointment on (B)(6) 2014 and it was noted that the patient was doing fine. The patient is set to return to the office for a final root canal check-up; however, an exact date was not provided. An update will be provided if any further information is obtained with regard to the patient's health status. The products involved in the alleged incidents were returned and a visual evaluation was performed, yielding results within specifications.